Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and sensor updating. Customer states that high glucose was 180 mg/dl and by the time they got the alert they stated that they were not getting insulin and was at 404 mg/dl. Customer declined to troubleshoot for high readings. The device was not returned for analysis.